Event description:
It was reported that the device had an "eri", the early replacement indicator. The eri had been seen by the patient on approximately (B)(6) 2012. The clinician indicated that the battery voltage was 2.54 volts. The stimulation is for lou gehrig's disease. Impedances were measured and it was suspected that two of the electrodes were shorted together. Current programming has provided good therapy relief. The patient experienced pulling and tingling during reprogramming. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3387s-40, lot# v674526, implanted: (B)(6) 2011. Product type: lead. (B)(4).